Manufacturer narrative:
Report date: 14sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit battery does not hold charge. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the low battery found and needs to be replaced, no impact on patient reported. It is unknown if any part was replaced or if repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Upon further investigation, the following has been reported indicating the device battery issue was discovered during periodic visits. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The unit was left unplugged from the power supply for a few weeks in the warehouse room in the covid area. Therefore this complaint no longer meets reportability requirements. The international service engineer confirmed during the periodic visit he tried to turn on the unit, and we realized that the battery couldn¿t be recharged. The unit was left unplugged from the power supply for a few weeks. The international service engineer confirmed and replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.